Event description:
The pt received her scs system, including an ipg and two percutaneous leads, on (B)(6) 2010. It was reported that the physician explanted and replaced the pt's ipg and leads (for leads, reference manufacturer reports: 1627487-2011-01057 and 1627487-2011-01058) on (B)(6) 2010. It was reported that the ipg was explanted due to loss of stimulation and lack of communication with the pt programmer and charging system. The explanted ipg was returned to the manufacturer for analysis. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.